Event description:
User received a questionable total psa result for one pt sample. The sample initially recovered 0.052 ng/ml. This result was questioned by a physician and the test was repeated giving 5.69 ng/ml. The sample was also repeated at a 1.50 dilution and gave 9.63 ng/ml. The questionable result was reported and the pt was not treated based on this result. The field service representative could not determine a cause. Performance tests were performed and within specification.